Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was selected to dilate the target lesion. The balloon was inflated in a unspecified atmospheres (atms) on the 1st and 2nd inflation. During the third inflation, the balloon ruptured at 22 atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).